Event description:
Information was received indicating that a smiths medical pump was presenting with a system fault 44510. There were no reported adverse events. Additional information was received indicating that the product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to 2645. Evaluation results: one cadd solis vip pump (2120) was returned for investigation in used good. The labels and key pad were intact. A review of the event history log evidenced the following: (B)(6) 2020 7:00:00 am quarter hourly counter, continuous rate is 0.5 ml, kvo rate is 0 ml (B)(6) 2020 7:09:39 am system fault 44,510 occurred 1,028 0 0 0 (B)(6) 2020 7:09:39 am power down. The investigator ran the pump in user mode. The reported error code 44510 was not replicated. The pump was started, stopped, and power cycled multiple times, and then run for approximately three hours without any issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a system fault 44510. There were no reported adverse events.